Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a pericardial effusion and pleural effusion occurred post procedure. A 24 mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. The patient was discharged one day post procedure and their status was fine. At their one week follow up check /groin check they were fine. Eighteen days post procedure the patient presented to the hospital with shortness of breath. The patient was administered lasix because they thought it may have been due to heart failure exacerbation. They ordered an echocardiogram when they noticed a substantial pericardial effusion in the pericardial space. The patient also had a pleural effusion that may have been caused by the shortness of breath. The patient's (international normalized ratio) inr was 1.9. They were admitted for monitoring and their status was fine. Their hematocrit was 35 and was noted to be 38 the day before the procedure. There was no clot or tamponade noticed. They decided to stop the warfarin and perform a repeat echocardiogram the next day. The next day a (transthoracic echocardiogram) tte was performed and there was no change to the pe or pleural effusion and the patient was discharged.